Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was removed during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2009 ((B)(6)). According to the complainant, upon removal of the previously implanted stent (implant date 2 to 3 weeks prior to event date) tiny holes were noted on the stent covering. It is unclear if the holes were caused by breakdown of the silicone coating or manipulation with rat tooth forceps during removal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).